Manufacturer narrative:
A prospective randomized trial comparing the novel ridaforolimus-eluting bionir stent to the zotarolimus-eluting resolute stent: 6 months angiographic and 1 year clinical results of the nireus trial literature reference: doi:10.4244/eij-d-17-00890. Average age, majority gender; date final revision received. If information is provided in the future, a supplemental report will be issued.

Event description:
The 302 patients were enrolled to this blinded comparison study between non-medtronic des and resolute integrity drug eluting stent at 2:1 ratio. Resolute integrity drug eluting stents were implanted in the lad, rca and lcx. Patients were placed on dual antiplatelet therapy for 6 months. Procedural success was not achieved in 2 patients due to periprocedural mi clinical outcomes reported at 30 days, 6 months and 12 months are - in-stent restenosis, myocardial infarction (non-q-wave and target vessel), pci and revascularization of the target lesion/vessel.